Event description:
It was reported that during a pd procedure, half of one side of the staple line was malformed and the other side was fully formed. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.